Manufacturer narrative:
The patient's sample was provided for investigation. The investigation confirmed the customer's elecsys ft3 result. Upon further investigation of the patient sample, an interferent against the streptavidin component of the reagent was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii assay results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The initial results were not reported outside the laboratory. Further testing was performed due to the patient's results not matching the clinical picture. The patient's sample was sent to another laboratory for confirmation testing on a beckman dxi analyzer. Also on the e 801 module, the customer performed heterophilic blocking tube testing on the patient¿s sample to verify any heterophilic interference with the sample. On (B)(6) 2020, the customer performed testing on an abbott alinity with the patient's sample. The results from the abbott alinity were determined correct and reported outside the laboratory. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.